Manufacturer narrative:
(B)(4). The customer's experience of secondary infusion too quickly was not confirmed, however, testing confirmed secondary solution backing up into the primary solution. No fault was found with the check valve during the supplier's investigation. The cause of the secondary solution backing up into the primary solution container was due to a check valve failure. The root cause of the failure was not identified. The lot number was not identified. Based on the smartsite laser number, this device was built between february 25, 2010 and march 1, 2010. Expiration date either 02/01/2015 or 03/01/2015.

Event description:
Biomed called with report of an IV piggyback set up to administer 100ml/hr as a secondary and infused in 5 minutes. Biomed retained the equipment including 50ml bag of 0.9 sodium chloride with 1 gram vial of cefazolin. Biomed's testing did not find any issues with the disposables. No patient harm was reported and no medical intervention was required. Although requested, no additional information has been provided.